Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unexplained high blood glucose levels for 3 days. Customer stated that they were hospitalized on one day and need a complete functional check. No additional information provided.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a3 test due to faulty force sensor resistor gold. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The insulin pump passed the displacement, rewind, basic occlusion, self and a21 error tests. All operating currents within specification and off no power alarm functioned properly. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.